Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06dec2019.

Event description:
The customer reported that the touchscreen's operation is intermittent. The device was evaluated by the field service engineer and the reported issue was unable to be duplicated. The reported issue was not confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. No repair was done on this device due to no issue being confirmed on the device.